Event description:
This is a spontaneous report by a baxter employed nurse from india of diarrhea and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient developed diarrhea. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was diarrhea. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On an unknown date, the patient began remedial therapy with vancomycin (1.5gm, once in five days, ip) and fortum (1gm, daily, ip). Pd therapy was ongoing. It was unknown if the peritonitis was resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.